Event description:
No new information.

Manufacturer narrative:
This device was reported in error and was concomitant to the cutting accessory reported on 3015967359-2025-01425.

Event description:
It was reported that a bur broke off inside the device during testing at the user facility. No patient involvement, delay, medical intervention, or adverse consequences were reported.